Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis; manifested by cloudy effluent. The cause of the event not reported. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies and durations not reported) for peritonitis. Physioneal and extraneal therapies remained ongoing. At the time of this report, the patient had not recovered. No additional information is available.